Manufacturer narrative:
Pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected error messages or alarms due to display anomaly. The pump was also received with serial number label faded. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had felt on the floor and was keeps alarming and beeping but was not working anymore. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.